Manufacturer narrative:
Confirmed lot number. The cane is bent where the base meets the lower shaft. The rear two tips of the cane are half off of the base legs. One of the tips has a tear where it is still touching the base tubing. The upper tubing has broken into two pieces at the fourth height adjustment hole from the top. There are dents on the upper shaft near the serial number sticker. Per user, the base tubing bent first. The base tubing is steel and is bent where it meets the base and where it goes into the upper shaft. The cause is due to a torque force placed on these area. The bends and tears on the cane as well as the condition of the rear tips indicate a customer caused incident.

Event description:
Per user: he was using the cane to walk up the drive way and the cane bent at the base, and broke at the push button used to adjust the height. He states that he fell. He did not seek medical attention and has no documentation to support any claims of injury.